Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir because the tubing had been cut to drain the fluid out. A pcm (patient control module) was also attached to the infusor sample. However, the infusor's basal luer was not returned for evaluation. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no evidence of excess air in the tubing. A functional test was subsequently performed by filling the infusor sample with water to its nominal volume. After fill, evidence of flow was visually observed at the bolus luer. Flow continued without stopping. Flow was also observed when the pcm button was pressed. No evidence of a flow issue was observed during the functional test. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit additional narrative: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an infusor reportedly had no flow during patient use. The device allegedly had excess air in the tubing. The infusor was filled with a solution containing ropivacaine hydrochloride hydrate. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.